Event description:
The facility representative reported an ipump with a condition of broken, no other information. The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump that was broken was confirmed but not reproduced during product evaluation. The root cause was due to a damaged battery door . The battery door was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.